Manufacturer narrative:
A visual inspection of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base, also found the needle was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the serter did not release the needle hub during insertion. Customer also reported that she was unsure of whether or not the sensor cannula was inside her body or not. It was determined that the sensor cannula was not intact. The customer reported that since the needle did not retract on its own, she pushed it back into her body. Blood glucose level at the time of the incident was 164 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.